Manufacturer narrative:
(B)(4). Additional information received from customer: device in question is harhd20 x 1 each. Corrected data: brand name is harmonic hd 1000i shears 20cm shaft. Catalog is harhd20. Unique identifier( UDI) (B)(4).

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be reviewed.

Event description:
It was reported that during a distal pancreatectomy, 3-4 hours into procedure the harmonic pad broke away from the device and had to be retrieved from the patient. The procedure was completed successfully. No adverse event to the patient reported.

Manufacturer narrative:
(B)(4). Batch # r93f7n. Additional information provided: batch number is r93f7n. Investigation summary: the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating and for the gen11 to display an alert screen is blade damage. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.